Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the proximal end of the vessel dilator for a 5f 7.5cm avanti plus catheter sheath introducer (csi) broke off in the sheath when removing the dilator. There were no reported patient injuries. The device was stored and prepared in accordance with the instructions for use (IFU) and was kept in the procedure room prior to the procedure. The facility does not use room sterilization methods involving ultraviolet light or o zone. There was no visible damage to the packaging prior to use. There was no difficulty inserting the dilator into the sheath, the luer hub did not kink or bend during insertion, and the dilator was snapped into place at the hub prior to insertion of the sheath. The access vessel was the right femoral vein, which was not calcified or tortuous and had no other noted characteristics. No difficulty was experienced during insertion of the sheath and dilator into the patient, and there was no difficulty withdrawing the dilator from the sheath prior to the separation occurring. The device will not be returned for evaluation; however, 23 sterile units were returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the proximal end of the vessel dilator for a 5f 7.5cm avanti plus catheter sheath introducer (csi) broke off in the sheath when removing the dilator. There were no reported patient injuries. The device was stored and prepared in accordance with the instructions for use (IFU) and was kept in the procedure room prior to the procedure. The facility does not use room sterilization methods involving ultraviolet light or o zone. There was no visible damage to the packaging prior to use. There was no difficulty inserting the dilator into the sheath, the luer hub did not kink or bend during insertion, and the dilator was snapped into place at the hub prior to insertion of the sheath. The access vessel was the right femoral vein, which was not calcified or tortuous and had no other noted characteristics. No difficulty was experienced during insertion of the sheath and dilator into the patient, and there was no difficulty withdrawing the dilator from the sheath prior to the separation occurring. The device will be returned for evaluation along with 27 sterile units.